Event description:
It was reported that fathom broke off in the patient about 3cm of the distal end and part of the wire remained inside the patient the target lesion was located in the uterine artery. A 140x25cm fathom -16 was selected for use. During the procedure, the wire broke off in the patient about 3cm of the distal end. The wire fragment remained in the patient, as the physician determined that attempting to retrieve it could pose additional challenges. There were no patient complications as a result of this event.

Manufacturer narrative:
G4 - premarket / 510(k): k111485, k170636.